Event description:
It was reported the customer's insulin pump had a motor error. His or her blood glucose was unknown at the time of reporting. No additional information was reported.

Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime (a33) test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Ab (B)(6) 2014. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.